Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 403 mg/dl. The customer reported that the insulin pump was alarming no delivery. The customer stated that the current blood glucose was 113 mg/dl at the time of call. Troubleshooting was performed for no delivery alarm. Customer was advised to change the infusion set and reservoir. The insulin pump was not returned for analysis.